Event description:
The reporter mentioned that her husband is the patient who has been using v-go for at least 1 year. The reporter mentioned that with the latest box of v-go's that was shipped, 2 of the v-go's have fallen off within the same day and the one the patient is wearing now is coming off.